Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-jul-2022. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding/ haemorrhages became permanent') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysteroscopy on (B)(6) 2020, polypectomy on (B)(6) 2018, biopsy curettage on (B)(6) 2018, hysteroscopy on (B)(6) 2018, hysteroscopy in 2011 and parity 3. On (B)(6) 2011, the patient had essure inserted. In 2018, the patient experienced menometrorrhagia ("menometrorrhagia for two years"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), arthralgia ("joint pain in my hands"), heavy menstrual bleeding ("haemorrhagic menstruation for more than 10 days a month"), amnesia ("memory loss"), disturbance in attention ("attention loss"), visual impairment ("vision from afar deteriorated quickly"), uterine polyp ("uterine polyps") and fatigue ("increasingly present and disabling fatigue"). The patient was treated with iron and surgery (hysterectomy). Essure was removed on (B)(6) 2021. The reporter provided no causality assessment for adenomyosis, amnesia, arthralgia, disturbance in attention, fatigue, genital haemorrhage, heavy menstrual bleeding, menometrorrhagia, uterine polyp and visual impairment with essure. The reporter commented: essure devices fitted without difficulty; 4 coil turns on the right and 3 turns on the left. Biopsy curettage - endometrectomy on (B)(6) 2018. Abdomen without preparation on (B)(6) 2011. Indication: inspection at 3 months after insertion of essure. Good visibility of radiopaque markers. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Microscopy - on an unknown date: essures seen in contact with the outline of the tubes and in one of the two horns. Exocervical malpighian epithelium is of normal architecture. No lesion around the junction and the endocervix. No significant histological lesions on endometrial mucosa. Granulomatous rearrangements in contact with the essures.. Ultrasound scan - on (B)(6) 2018: strongly polypoid endometrium, measuring 13 mm, with no sign of infiltration; on (B)(6) 2020: polypoid hyperplasia of the endometrium discovered. Hysteroscopy curettage in 2018. Confirming a thick endometrium (more than 25 mm) appearing homogeneous with a clean dividing line with the myometrium. Recurrent polypoid endometrial hyperplasia with some polyps appearing atypical. Essures not seen. Temporary cessation of bleeding and resumption of it. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 05-jul-2022. The most recent information was received on 12-jul-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding/ haemorrhages became permanent") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of hysteroscopy on (B)(6) 2020, biopsy and polypectomy on (B)(6) 2018, hysteroscopy on (B)(6) 2018, hysteroscopy in 2011 and parity 3. On (B)(6) 2011, the patient had essure inserted (intra-uterine). In 2018 she experienced menometrorrhagia ("menometrorrhagia for two years"). Essure was removed on (B)(6) 2021. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), adenomyosis ("adenomyosis"), arthralgia ("joint pain in my hands"), heavy menstrual bleeding ("haemorrhagic menstruation for more than 10 days a month"), amnesia ("memory loss"), disturbance in attention ("attention loss"), myopia ("vision from afar deteriorated quickly"), uterine polyp ("uterine polyps") and fatigue ("increasingly present and disabling fatigue"). The patient was treated with iron as well as surgery (hysterectomy). No causality assessment was received for essure with regard to genital haemorrhage, adenomyosis, arthralgia, heavy menstrual bleeding, amnesia, disturbance in attention, myopia, menometrorrhagia, uterine polyp or fatigue. The reporter commented: essure devices fitted without difficulty; 4 coil turns on the right and 3 turns on the left. Biopsy curettage - endometrectomy on (B)(6) 2018 abdomen without preparation on (B)(6) 2011 indication: inspection at 3 months after insertion of essure. Good visibility of radiopaque markers. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 116 kg. [Microscopy] (date unknown): essures seen in contact with the outline of the tubes and in one of the two horns exocervical malpighian epithelium is of normal architecture. No lesion around the junction and the endocervix. No significant histological lesions on endometrial mucosa. Granulomatous rearrangements in contact with the essures. [Ultrasound scan] on (B)(6) 2018: strongly polypoid endometrium, measuring 13 mm, with no sign of infiltration; on (B)(6) 2020: polypoid hyperplasia of the endometrium discovered. Hysteroscopy curettage in 2018. Confirming a thick endometrium (more than 25 mm) appearing homogeneous with a clean dividing line with the myometrium. Recurrent polypoid endometrial hyperplasia with some polyps appearing atypical. Essures not seen temporary cessation of bleeding and resumption of it. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.